Event description:
The customer reported the device can't boot up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.